Event description:
The customer reported the image was not displayed. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found the image was not displayed due to failure of the charge-coupled device. In addition, the cable was damaged due to physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Additional information was received from the initial reporter noting the event (loss of image) occurred prior to a procedure. The procedure was completed using a similar device. There was not patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty charged-coupled device (ccd). The root cause of the faulty ccd was unable to be identified. Olympus will continue to monitor field performance for this device.